Event description:
Pt received a chin implant 10 years ago (i.e. 1986). Reporter also alleges pt had a few twinges initially and then the last month (i.e. Sept. 1996) has had pain. She also states pt's dr. Wants to do exploratory surgery because he thinks a peice has broken off.